Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. Either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for an unknown procedure, the camera head had an image problem, there was no picture when plugged in. There were no reports of patient harm.